Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Study no: dots clinical adverse events received for infection - deep device and procedure(relatedness) device related: remote possibility procedure related: probably date of implant: (B)(6) 2024 date of revision: (B)(6) 2024 device location: left treatment/impact: revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative:

Event description:
Medical records received: dor: (B)(6) 2024: patient received a left hip revision of a depuy liner and depuy femoral head to treat pain, wound drainage, and delayed wound healing secondary to deep infection. The surgeon notes the patient had a previous irrigation and debridement to treat the infection that did not ultimately treat the infection (captured on (B)(4). Upon entering the joint infected tissue was debrided and scar tissue excised. The cup and stem were well fixed and retained. The head and liner were exchanged, and the wound was cleaned before placing antibiotic beads. The patient received depuy devices and was placed on long-term IV antibiotics. The procedure was completed without complications. The revision is considered a continuation of the infection event treated with previous I & d captured on (B)(4). As such, the revision will be captured on (B)(4). Doi: (B)(6) 2024. Doe: (B)(6) 2024 (I & d to treat infection) dor: (B)(6) 2024: revision of head and liner to treat infection- continuation left hip.